Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that system error code # 201 experienced by the customer may have been associated with a remote interface adapter (ria) pca and/or multiple servo driver (msd) pca. The system was repaired by replacing the affected ria and msd pcas. System error code #201 implies that the system diagnostics indicates a motor was not responding properly to the commanded voltage. The system alarm (system generated fault code) functioned as designed, and there was no injury to the patient. Upon determining this condition, the safety system put da vinci in a "non-recoverable safe state". The ria pca and msd pca were returned to isi for evaluation. Functional and system tests were performed and engineering was unable to reproduce the customer reported failure mode, therefore, the root cause of the customer reported failure mode cannot be definitively determined. As of december 14, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to beginning the da vinci prostatectomy procedure, the customer experienced system error code #201 when powering up the system. The system was restarted several times, however, system error code # 201 still recurred. The patient was under anesthesia when the surgeon decided to complete the procedure using the site's spare da vinci surgical system, causing an approximate delay of one hour. No patient harm, adverse outcome, or injury was reported.